Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient experienced a possible partial perforation and pleuritic chest pain. It was further reported that the right atrial (ra) lead high and rising thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.